Event description:
This is report 3 of 3 involved in this peritonitis event. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis while out of town. In (B)(6) 2010, a peritoneal effluent culture was performed, the results were unknown at the time of reporting. On (B)(6) 2010, the patient was hospitalized for the event of peritonitis. Treatment for the peritonitis was unknown. It was unknown whether pd therapy was ongoing. The patient was recovering from the peritonitis at the time of reporting.

Manufacturer narrative:
(B)(4). The sample is not available. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.